Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2018, the surgeon noticed that the guide shaft with flats would not able to firmly insert into the wrench upon completion of the lag screw insertion assembly. The tabs on the guide shaft were bent preventing a full insertion. A 30-minute surgical delay was noted. The procedure was completed successfully. Patient outcome was unknown. No patient consequence reported. Concomitant devices reported: unknown wrench (part # unknown, lot# unknown, quantity #1), unknown lag screw (part # unknown, lot# unknown, quantity #1) this is report 1 of 1 for (B)(4).